Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." Returned opened complaint samples found to have met specifications for all parameters evaluated. There was no lot number provided, therefore no detailed manufacturing investigation can be performed.

Event description:
A hospital pharmacist reported a patient was diagnosed with microbial keratitis, left eye and experienced a loss of visual acuity associated with wear of focus monthly visitint contact lenses & use of an unspecified brand of lens care solution. Eye scraping positive for serratia marcescens, solution negative. Pre-event acuity not provided, post-event acuity not provided. Several requests have been made for additional information, however no further information has been provided.